Manufacturer narrative:
The devices were returned to omsc for evaluation. There was no information about the order of the device use. This MDR is regarding the other of two devices. The evaluation confirmed that the ptfe pad was worn and partially separated. The manufacturing history was reviewed, with no irregularities noted. This type of the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). The instruction manual of the device already cautions; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is one of the two reports. Cross reference MFR. Report number 8010047-2016-01222.

Event description:
During a sigmoidectomy, the subject device was used. After two hours of use, the ptfe pad of the device was separated. The user exchanged it with the 2nd sb-0535fc and continued the procedure. However, the ptfe pad of the 2nd sb-0535fc was separated after an hour of use. The procedure was completed with the 2nd sb-0535fc. There was no patient injury reported. This MDR is regarding the other of two devices.